Event description:
Customer reported an infusion of ivig (intravenous immunoglobulin) took two hours longer than intended. A 200ml bottle of ivig was hung as a secondary using a hospira (B)(4) secondary set and an alaris set. There was no pt harm or medical intervention. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Customer stated the set will not be returned because the sets were discarded. The customer's report of an under infusion could not be confirmed due to the set not being returned for failure investigation. The root cause was not identified.